Manufacturer narrative:
The freestyle libre sensor kit expiration date is 31-dec-2019. The medical event associated with this complaint occurred on (B)(6) 2020, which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The husband of the customer, who is a pharmacist, reported on behalf of his wife who experienced skin reaction while wearing the adc freestyle libre sensor and experienced redness, itchiness, and urticaria at the sensor site. The caller prescribed and applied triamcinolone ointment (0.025%) and hydrocortisone cream (1%) to the customer for treatment. There was no report of death or permanent injury associated with this event.